Manufacturer narrative:
A product investigation was completed: one depth gauge for 2.0mm and 2.4mm screws (part number 319.006, lot number 9841072) was received. The complaint condition is confirmed as the depth gauge was received with the proximal portion of the needle broken off at the threads. A device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the needle. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. This protection sleeve was not received for evaluation. Given the unknown conditions at the time of the damage the root cause could not be definitively determined. However, the returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide this depth gauge is used for measuring 2.0mm and 2.4mm screws in various trauma (including veterinary) plating systems. It is listed in techniques guides for the distal radius, distal ulna, elbow system, forefoot/midfoot, distal fibula, distal humerus, clavicle, rotation correction plate system and vet mini fragment system. The depth gauge was received with the proximal portion of the needle broken off at the threads. This is where it connects to the calibrated body of the device. A slight off-axis bend was also observed on the needle component. All components except the protection sleeve were received. The balance of the device shows surface wear and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing and the drawing revision at the time of manufacture for the assembly and the needle component was performed. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a minimum drilled hole of approximately 1.5 mm, and the length (79.8 mm) is determined so the slider can measure screws up to 50 mm. The material of the needle probe component is extra hard (B)(4), which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The original awareness date of the reported event was entered in error on the initial medwatch as march 30, 2016. The correct date of awareness was march 22, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part number: 319.006, synthes lot number: 9841072: release to warehouse date: (B)(6) 2015. Supplier: flextronics. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event that during a (B)(6) veterinary tibial plateau leveling osteotomy (tplo) surgery, a steel tip broke off the handle of a depth gauge. The procedure was finished with a back-up depth gauge and the surgery was successfully completed. There was no human patient involvement. This is report 1 of 1 for (B)(4).